Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to inflation problems causing the device to no longer function in a satisfactory manner. All components of the existing device were removed and a new ipp implanted. No patient complications were reported.